Event description:
It was reported that the patient¿s pump had flipped multiple times. During the patient¿s last pump refill on (B)(6) 2013, the healthcare provider (hcp) had to flip the pump back in order to refill it. No patient symptoms were reported. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had flipped in the pocket and there was the inability to interrogate or program the pump and the diagnostic results were reported as not being able to utilize the personal therapy manager (ptm) on (B)(6) 2013. An ultrasound was performed and noted that the pump was upside down. The issue was resolved without sequelae on (B)(6) 2013 when the pump was flipped back to the normal position by the health care provider. The ptm was successfully utilized after the pump was flipped to the normal position. The etiology was noted as the incisional site device tract and the pump pocket. This was reported as related to the device or therapy but not related to the implant procedure. (B)(6) 2014 it was also reported that the patient indicated that her medication regimen helped her with pain as well as her physical and psychosocial functioning.